Event description:
The hospital reported that during the saphenous vein harvesting procedure, the tunnel was not maintaining insufflation. The surgeon opened a replacement kit to complete the procedure. No patient complications were reported by the user facility.